Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) value was at 54 mg/dl and was unsteadiness when standing and walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump since (B)(6) 2015. Customer technical support agent reviewed the event with the reporter and determined that the basal delivery was correct and as programmed. A mock bolus program was performed and it was determined that the pump was calculating the total bolus incorrectly. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown causes.